Event description:
It was reported that following an intial urethral sling procedure in 2004, the patient had a post operative trocar site reaction one month later similar to those the doctor has seen with a competitive sling material that resolved 4-6 weeks post-op. The patient experienced symptoms of suprapublic discomfort and inflamed trocar site. The patient was diagnosed during a physical exam. Vinyl sutures with a continuous stitch were used to close the vaginal incision. The vaginal mucosa was trimmed prior to closure. The vaginal mucosa incision was closed loosely. The patient was given keflex post-op. The healing process took approximately 4 months. The sling subsequently failed about 18 months ago. The doctor performed a second urethral sling procedure in 2006. The patient was noted as incontinued as of three months later. No further complications have been reported.

Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. The instructions for use notes that the implant procedure and instrumentation associated with the surgical placement of the product can carry a inherent risk of infection, as do similar urological procedures. This is a known procedural complication as with any implantable device.